Event description:
According to the reporter, the surgeon fired the device and found no staple came out. The incomplete staple line was fixed through an over sew, resected and re-stapled. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).